Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, crease fold, one opening linear on the posterior and partial delamination of the valve. Leak test and microscopic analysis was performed which identified: one opening crease smooth on the posterior and partial delamination of the valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one crease smooth opening on the posterior due to fold flaw opening. Partial delamination of the valve (adhesive failure).

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.